Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing irritation at the stomach. The patient underwent a revision procedure wherein the ipg was replaced, and the new device was relocated to the right flank. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.